Event description:
It was reported to medtronic minimed that the customer experienced pump's battery leakage, tried to insert a new battery but dint past reversing reservoir. When inserting reservoir into the pump plunger dint move. The customer also received pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement) twice, pump error 43(an error in the motor was detected by reading unexpected value from hall sensor) sever times, the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported that pump was exposed to moisture. Fluid is present in battery compartment. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, rewind, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a pump error 37. Successfully downloaded history files and traces using thump. Pump error 37 occurred during testing and on 08/01/2025 09:58:15.000, pump error 43 occurred on 08/01/2025 06:49:16.000 until 08/01/2025 06:51:13.000 and pump error 130 occurred on 08/01/2025 06:52:03.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on motor and battery tube. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case. Pump error 37, 43 and 130 were confirmed in the history files and due to moisture damage to motor home switch. Exposed to moisture damage was confirmed on the battery tube and motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.